Event description:
This was reported as an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique with 3 prostyle devices via a 6f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, cuff misses [suture retrieval issues] occurred with all 3 devices. It was stated that the heavy calcification was a factor in the cuff misses. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.